Event description:
Pt was wearing bipap and bipap alarmed, went inop, and screen turned black. Nurse took pt off bipap and placed pt on nasal cannula. Pt did not suffer any negative effects. Respiratory therapist called to check bipap and took it out of svc. Biomed staff verified failure by plugging unit in and turning it on. All the machine did was alarm "vent inop" and notified rental co and returned the vent to them.